Event description:
It was reported that foreign matter was found inside of the bd syringe luer-lok¿ tip. The following information was provided by the initial reporter: this morning I found crystallized residue inside one of them.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: photos received by our quality team for investigation. Upon visual inspection, 10 ml syringes are displayed with yellow foreign matter observed inside near the upper part of the barrel within the fluid path, therefore the incident is confirmed. Unable to identify the foreign matter based on images. Physical sample is necessary to conduct further analysis. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that foreign matter was found inside of the bd syringe luer-lok¿ tip. The following information was provided by the initial reporter: this morning I found crystallized residue inside one of them.